Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient's annular perimeter sizing was 80.8mm, sinus of valsalva diameter was greater than 31mm, and a sinotubular junction of 27.8*28.6mm which was borderlinefor an 29mm or a 34mm size valve. The physician chose the 29mm valve. The valve was fully deployed upon the first deployment. An angiogram showed mild-moderate paravalvular leak (pvl). A post-implant dilatation was performed with a 25mm semi-compliant balloon (vacsii). During the post-dilatation the pacemaker did not work correctly, the patient did not have the correct pressure drop and the valve dislodged. The position of the valve did not involve the coronary arteries. Subsequently, the physician chose to implant a larger 34mm valve. While the delivery catheter system (dcs) was advanced, there was difficulty noted when attempting to cross through the 29mm valve which was located in the aortic arch. The dcs was withdrawn from the patient and the procedure was aborted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that no pre-implant balloon aortic valvuloplasty (bav) was performed. During the post -dilation, the temporary pacemaker moved, which resulted in the pacemaker not working. No intervention was performed following the aborted case. The patient was discharged home and was reported to be doing well with a lower gradient. Updated: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.